Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the fluoro functions board were reseated. The ps1 power supply was adjusted and the connector repaired during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to fluoro after the button was released. No patient injury was reported.